Event description:
A fallopian ring applicator transected a pt's fallopian tube during ring application. Another applicator was then used to complete the case. The user facility reports no pt consequence resulted from the occurrence.